Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good condition. A review of the event history log confirmed the customer complaint. During the functional testing, the customer reported error was able to be duplicated. The cause of the issue was found to be the faulty dso sensor. The dso sensor was replaced along with the bezel and seal.

Event description:
It was reported that the pump had error: code 46440. There was unknown patient involvement.